Event description:
The technician reported the nurse call does not function. No pt injury reported.

Manufacturer narrative:
The technician found bent pins on the side com power control board. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause pt injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. The technician replaced the side com power control board assembly to resolve the issue. Based on this info, no further action is required.